Manufacturer narrative:
The insulin pump¿s history and trace files downloaded successfully using thus software. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the self test due to missing vibration segments. No pump error 43 or rewind anomaly alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on (B)(6) 2021 at 03:23 pm. Pump was cut open to perform visual inspection and found cracked lcd glass. In addition, there is evidence of moisture damage noted on motor pins, and vibration harness . Unable to perform motor test due to moisture damage. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked belt clip rails, pillowing keypad overlay, cracked case (battery tube), faded serial label, damaged display window cover, cracked glass.pump error 43 and rewind anomaly was confirmed due to moisture damage on motor pins. Missing segments/partial display is confirmed due to cracked lcd glass.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had detected an error in the motor by reading unexpected value from hall sensor. Customer was able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.